Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an external neurostimulator (ens) for urge incontinence. The patient reported that she felt her symptoms were worse since she is leaking more now. On (B)(6), the patient stated that she took her ens apart in order to shower, she stated that the bottom was hanging down, and they had to tuck it in. The ens button was eventually reinserted and it was functional. The patient stated that she had been itchy. On (B)(6), the patient reported that she wanted to remove the device as it was causing her to itch, pain and that she gets infections on her leg from her leaks. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.